Manufacturer narrative:
(B)(4). Date sent: 11/13/23; d4: batch # 361c18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 361c18, and no non-conformances were identified.

Manufacturer narrative:
(B)94). Date sent: 9/22/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appy procedure, the device was loaded with a gst60w cartridge and placed through the trocar. When the surgeon went to fire the device would not fire and reverberated similar to the way it does when attempting to articulate with jaws closed. Surgeon tried removing and replacing the battery, opening and closing the device and the second time it made a small sound like it was starting to fire, but stopped and reverberated again. Circulator opened a new device and a new cartridge and the case proceeded. It was delayed five minutes and no patient harm was reported.